Event description:
The account alleged the trendelenburg assemblies are missing on the bed. No patient impact.

Manufacturer narrative:
The account did not know what happened to the trendelenburg assemblies. The account replaced the trendelenburg assemblies to resolve the issue.